Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed a discrepancy between the sensor glucose and blood glucose values. The customer also reported that the insulin pump stopped with the smartguard basal. The customer also reported change sensor alert and calibration not accepted alert. The customer reported a blood glucose value of 400 mg/dl and hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-213a, mmt-7040a, mmt-1884, mmt-332a. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed for difference between glucose values. The customer reported blood glucose value of 153mg/dl and sensor glucose value of 80mg/dl at the time of incident. The difference between glucose values were within the acceptable range. Troubleshooting was performed for hyperglycemia. Customer had been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. No further patient complications were reported. Mmt-213a, mmt-7040a, mmt-1884, mmt-332a were not expected to return.